Manufacturer narrative:
E1: initial reporter phone # : (B)(6). Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for color variation stopper was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of color variation stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while unpacking bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed that (1) tube has uneven color rubber stopper in (1) pack. No patient impact reported.